Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the placement of the left ventricular (lv) lead, and attempt was made to cut the catheter using a slitter, however the tip could not enter the guiding, making it impossible to cut. An ophthalmic was then used to make the initial incision and the catheter still could not be cut and the lv lead pulled from its placement position. A new slitter was then used and the cutting was successfully completed without any issues. The lv lead also remains in use. No patient complications have been reported as a result of this event.